Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All information was investigated the reported single leaflet device attachment (slda) per the physician is related to patient morphology/pathology. The poor image resolution appears to be related to patient morphology/pathology and procedural circumstances of visualization challenges due to the mechanical mitral valve. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve. It should be noted that the mitraclip instructions for use states under the "intended use" section that "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ in this case, the patient morphology/pathology and thus the off-label use of the device contributed to the slda. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. It was noted previos cardiac surgery, and a mechanical mitral valve which caused visualization issues. The clip delivery system (cds) was advanced to the tricuspid valve for off-label use, and the clip was deployed. However, the clip became detached from the septal left, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda. Two clips were implanted, reducing tr to 1. There were no adverse patient effects and no clinically significant delay in the procedure.